Manufacturer narrative:
Explanted components were discarded therefore not available for identification and investigation. Lot number is unknown thus no review of manufacturing records can be performed for involved parts. From follow-up communication with sales representative it was confirmed that lot numbers cannot be retrieved and no information regarding cultures results were made available by hospital. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2026. Patient presented with possible infection and instability. Previous surgery was performed on (B)(6) 2022, however no complete information regarding original implant was provided. During revision the surgeon removed the pre-existing liner for metal back glenoid std (part number: 1377.50.010), smr finned humeral body (part number: 1350.15.110), smr eccentrical adaptor taper std (part number: 1330.15.274) and smr humeral head dia44mm (part number: 1322.09.440), and converted the prosthesis to a reverse configuration using a connector (pn: 1375.15.310), glenosphere dia 36mm (pn: 1374.09.111), humeral reverse body 140° (pn: 1352.15.015) and reverse liner +3mm dia36mm (pn: 1360.54.815). Surgery was completed as intended. Patient is male, date of birth on (B)(6) 1962. The event occurred in the united states.